Event description:
It was reported that a spectrum pump allowed programming without a loaded set during setup at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed multiple 'load set' and 'unload set' prompts and a single 'set load - power up!' Message. The user would be able to program an infusion without a loaded set, however, the infusion would not be able to run. The device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.